Event description:
It was reported that the ventilator started alarming for high peep (positive end expiratory pressure) while it was connected to a pt. The pt was showing difficulty in exhaling together with the increasing peep. The ventilator was disconnected from the pt. The pt was bagged. The nurse thought that the difficulty was being caused by mucus therefore tracheal suctioning of the pt was done where after the ventilator was connected back again to the pt. But the problem reoccurred. This was done 3 times without any difference. The ventilator was replaced, there was no pt. Harm. (B)(4).

Manufacturer narrative:
The hosp sent the logs to our distributor who could only reproduce the reported problem with a clogged filter. A distributor service tech who was later dispatched to the site to examine the ventilator was told that the pt circuit that was used at the time had been disposed of. The tech found the ventilator functioning normally and no parts were replaced. The eval of the logs show that they contain a successful pre-use check 5 days prior to the day of the event. The logs do not contain any technical error codes to indicate a ventilator malfunction. The event log starts with ongoing ventilation 5 days prior to the day of the event. On the day of the event at 12 noon the logs contain 7 high peep alarms for about 12 mins. The ventilator was set to standby. The following 25 mins contain 3 other standbys and 3 ventilation periods. These ventilation periods are very short. The first contains no high peep alarm and the following 2 periods contain 2 high peep alarms each. The ventilator was turned off after the third ventilation period. The logs confirm the reported high peep alarms and the standbys are most probably the periods when the reported suctioning procedures were performed. The high peep alarms indicate increased resistance in the pt circuit and explain the experienced difficulty of exhaling by the pt. The pt circuit was discarded and nothing else was exchanged. The conclusion in the matter is that the cause was increased resistance in the pt circuit. There is nothing to indicate that there was a ventilator malfunction at the time therefore, what caused the increased resistance has not been determined. (B)(4).